Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the cable failure was confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 was displayed on the monitor. In addition, no image was displayed on the monitor. The subject device was used in combination with otv-s190. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the exterior of the subject device and found that there was something like a white stain on the electrical contacts of the video connector, and also found that this white stain occurred after shipping. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the scope communication error b30 and no image) could not be identified. However, based upon the investigation result and similar past cases, omsc surmised that the reported phenomena were caused by communication failure due to the something like a white stain on the electrical contacts of the video connector socket. It was also surmised that the something like a white stain was derived from residues during reprocessing based on the past investigation. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.